Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 63 events were reported for this quarter. Product return status: 29 devices were received. 2 devices were not available for evaluation. 32 devices were evaluated based on historical data analysis. Additional information: 63 devices were not labeled for single-use. 63 devices were not reprocessed or reused.

Event description:
This report summarizes 63 malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.